Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with heart failure and low flow alarms. The patient had confirmed outflow graft issues. The patient had normal lactate dehydrogenase (ldh) levels. A review of the log file captured low flow events on (B)(6) 2020 and on (B)(6) 2020. The patient was on inotropes in the intensive care unit (ICU). The account was unsure what was wrong with the pump. The patient was having low flow alarms and overall flows of 3 liters per minute (lpm) at 5900 revolutions per minute (rpm). A computed tomography (CT) scan showed a kink at the proximal portion of the outflow graft. A catheterization did not show a gradient. The patient had shortness of breath, an upset stomach, and failing hemodynamics. The patient was taken to the operating room for urgent evaluation on (B)(6) 2020. The patient did not have a twist but did have compression of the ofg with fibrin materials inside the sleeve. A subcostal incision was made, exposing the outflow graft (ofg) and bend relief. All but 3 rings of the bend relief were cut off. The ofg appeared to be compressed by a tissue like substance. The material was gently removed. The ofg was cleaned and fully expanded. The patient's pump flows improved to 5 lpm at 5600 revolutions per minute. The patient's hemodynamics also improved. The ofg was covered in gortex and the incision was closed. No components were exchanged. The patient was taken to the ICU in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and the device remains in use. Additionally, the reported low flow alarms were confirmed via the submitted log files, and the account attributed them to the reported outflow graft obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU (rev. C) is currently available. Section 1 of the heartmate 3 lvas IFU, "introduction", provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The current heartmate 3 lvas patient handbook (rev. B) contains section 5, "alarms and troubleshooting", which outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU also contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and the device remains in use. Additionally, the reported low flow alarms were confirmed via the submitted log files, and the account attributed them to the reported outflow graft obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The submitted controller event log file contained data from 28jun2020 through 29jun2020. The log file captured 51 low flow controller fault flags when calculated flow dropped as low as 1.6 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 20 persisted for at least 10 seconds to trigger low flow hazard alarms. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. The account communicated that they suspected outflow graft issues. A CT reportedly showed a kink at the proximal portion of the outflow graft. The patient was taken to the operating room for urgent evaluation. The outflow graft reportedly appeared to be compressed by a tissue-like substance (fibrin). The material was gently removed, and pump flows improved to 5.0 lpm. No pump components were exchanged. The patient was taken to the ICU following the procedure in stable condition with improved hemodynamics. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the current heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.